Event description:
It was reported that the 6800 system had an error code during a case. The 6800 system had to be rebooted and the procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and foot-switch were replaced and the software was re-installed during the service call. The system was tested, and found to be working as intended, and put back into service.